Event description:
Dealer stated lift had a bent tie rod. She was not aware of how this got bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.